Event description:
Customer reportedly received results of 21 mg/dl and 28 mg/dl on the inform ii system and a lab result or 417 mg/dl all drawn within 10 minutes. After the meter results and before the lab result was reported the patient was given d50. It is unknown if the d50 was administered before or after the lab draw. Approximately 6 hours later customer received result of 29 mg/dl on the inform ii system and a lab result greater than 1500 mg/dl, drawn within 10 minutes. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.